Event description:
Boston scientific received information that this lead was being explanted due to noise, high impedance and high pacing thresholds. During this complex procedure, a tear in the vein was suspected and the patient lost a large amount of blood, the heart rate increased and the blood pressure dropped. The lead was surgically abandoned. A new competitor lead was attempted but was unable to cross the tricuspid valve. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.